Event description:
On (B)(6) 2020 a johnson and johnson employee reported that a friend experienced severe pain in od in 2019 while living in (B)(6). The patient (pt) reported wearing the acuvue® 2® brand contact lenses. The od was sore with a ¿sand sensation¿ when the suspect od lens was removed. The pt went to an eye care provider (ecp) who diagnosed an od corneal ulcer. The ecp prescribed an antibiotic eye drop (name of the eye drop is unknown), 1 drop every 30 minutes for 1 day, then 1 drop every 3 hours for 3 days, then 1 drop every 8 hours for 8 days, than 1 drop every day for 1 month. The ecp also prescribed ¿antibiotic and corticosteroid eye drop to be applied on the pts od at the hospital only.¿ systhane lubricant was also prescribed. The ecp advised contact lens wear is not advised any longer as the pt almost lost vision. The pt reported 6- month replacement schedule with an extended wear schedule. The pt also reported sleeping in the lenses. The pt used opti-free solution to clean the lenses. On (B)(6) 2020 a call was placed to the pts treating ecp. A representative advised the only visit on file is for an urgent visit in 2018. Additional medical information was not provided. On (B)(6) 2020 a call was placed to the pt and additional information was received. Advised the pt that the urgent care clinic reported the only visit to the clinic was in 2018. The pt reported the only visit to the urgent care was for the od corneal ulcer event, pt agreed the corneal ulcer event occurred in 2018. The pt will try to locate copies of the prescriptions and email any additional information found. The ecp also prescribed lubricating eye drops with ¿continuous use¿ for dry eyes. The pt reported the prescribed medications were used as directed and the symptoms resolved without a need for a return visit to an ecp. On (B)(6) 2020 the pt received information from the treating ecp advising the medical records from the 2018 visit may take 40 days to be provided. No additional medical information was received. The lot number is unknown. The od suspect lens was discarded by the pt. No additional investigation can be conducted. If any further relevant information is received, a supplemental report will be filed.